Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract completely after use when the safety guard malfunctioned. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the safety button on the 18 gauge IV catheters has malfunctioned resulting in the safety guard not engaging." " did serious injury occur as a result of this incident? No. Did erroneous results occur on the patient due to this incident? No. Was the course of treatment changed due to event? No. Exposure to blood/bodily fluid? No. Was medical intervention performed other than first aid? No. Did the medical professional harmed by a needle stick, undergo any testing or receive treatment? ¿ n/a no injury. Did the needle stick injury occur on only one catheter or were there two needle stick injuries? ¿ n/a no injury. Did the needle stick injury occur after use / dirty? N/a no injury. Were any other actions taken because of the issue stated? Staff informed of incidents and asked to report any additional concerns."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract completely after use when the safety guard malfunctioned. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the safety button on the 18 gauge IV catheters has malfunctioned resulting in the safety guard not engaging." "1. Did serious injury occur as a result of this incident? ¿ no. 2. Did erroneous results occur on the patient due to this incident? - no. 3. Was the course of treatment changed due to event? - no. 4. Exposure to blood/bodily fluid? - no. 5. Was medical intervention performed other than first aid? - no. 6. Did the medical professional harmed by a needle stick, undergo any testing or receive treatment? ¿ n/a no injury. 7. Did the needle stick injury occur on only one catheter or were there two needle stick injuries? ¿ n/a no injury. 8. Did the needle stick injury occur after use / dirty? N/a no injury. 9. Were any other actions taken because of the issue stated? Staff informed of incidents and asked to report any additional concerns".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-25. H.6. Investigation summary: bd received five 18 gauge insyte autoguard blood control units from lot 0044110 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the components or evidence of adhesive on the hubs. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were identified a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text: see h.10.